Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that during a thyroidectomy, an end tone, indicating a completed seal cycle, was heard, but tissue was not sealed. Another device was used to complete the procedure without incident. There was no patient injury.